Event description:
The patient's family member called regarding the patient and the pump. They said for the past three weeks patient is running blood sugars that are sometimes in the 500s. Family member says in the past three days they have changed the sites seven times and the sites look fine. When they were asked if the basal rates and time/date are set correctly on the pump, they said yes. They have reveiwed everything. Family member said the nurse practitioner thinks the pump may not be delivering. When the possibility of bad insulin was suggested, they said that they use the same insulin for injections and it brings the blood glucose (bg) levels down. They said that there was no air in the line. Family member said that usually before bed and in the early morning the bgs are fine. But if they do not give insulin via syringe later in the day, the bgs run high.